Event description:
It was reported that an infusor had particulate matter inside the reservoir. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from may 9, 2014 to may 13, 2014. Evaluation summary: the evaluation of the returned device is complete. A visual inspection identified a white particle, approximately 0.20 mm in size, floating in the device's reservoir. A fourier transform infrared spectroscopy scan determined that the particulate was polyester material. The cause of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.